Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth continue to crack"), toothache ("bottom teeth are shifting as if someone is pushing them in and is painful") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the tooth fracture and toothache had not resolved and the feeling abnormal was resolving. The reporter considered feeling abnormal, medical device removal, tooth fracture and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, tooth fracture, toothache. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : following event was added : brain fog.reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth continue to crack"), toothache ("bottom teeth are shifting as if someone is pushing them in and is painful"), feeling abnormal ("brain fog"), joint swelling ("low up like balloons"), arthritis ("hip and knee arthritis") and arthralgia ("very painful an immobilizing"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, joint swelling, arthritis and arthralgia outcome was unknown, the tooth fracture and toothache had not resolved and the feeling abnormal was resolving. The reporter considered arthralgia, arthritis, feeling abnormal, joint swelling, medical device removal, tooth fracture and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, tooth fracture, toothache, joint pain, joint welling, arthritis and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events low up like balloons, very painful an immobilizing, hip and knee arthritis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth continue to crack") and toothache ("bottom teeth are shifting as if someone is pushing them in and is painful"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the tooth fracture and toothache had not resolved. The reporter considered medical device removal, tooth fracture and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, tooth fracture, toothache. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.